Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of device breakage ('the reporter does not know if the device was broken during the intervention') and pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("essure position in the right tube: descent into uterus/ left tube: correct position") with genital haemorrhage and complication of device removal ("complication of device removal"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pelvic pain, device dislocation and complication of device removal had resolved. The reporter provided no causality assessment for complication of device removal, device breakage, device dislocation and pelvic pain with essure. The reporter commented: the essure position in the left tube was correct, the essure position in the right tube was reported as other: descent into uterus. The reported symptoms was bleeding. The essure confirmation test was not done. Essure removal was done at the patient¿s request. The reporter denied pathology results, signs of infection, inflammation, etc. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Most recent follow-up information incorporated above includes: on 23-jul-2020: perforation questionnaire was received: the essure removal date was changed from (B)(6) 2020 to (B)(6) 2020. The outcome were changed from unknown to resolved. The previous event ¿the reporter does not know if it migrated in the past¿ was updated to ¿essure position in the right tube: descent into uterus/ left tube: correct position¿, and the event was downgraded to non serious incident. Bleeding was added as a symptom of dislocation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of device breakage ('the reporter does not know if the device was broken during the intervention') and pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("essure position in the right tube: descent into uterus/ left tube: correct position") with genital haemorrhage and complication of device removal ("complication of device removal"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pelvic pain, device dislocation and complication of device removal had resolved. The reporter provided no causality assessment for complication of device removal, device breakage, device dislocation and pelvic pain with essure. No further causality assessment were provided for the product. The reporter commented: the essure position in the left tube was correct, the essure position in the right tube was reported as other: descent into uterus. The reported symptoms was bleeding. The essure confirmation test was not done. Essure removal was done at the patient¿s request. The reporter denied pathology results, signs of infection, inflammation, etc. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of device breakage ('the reporter does not know if the device was broken during the intervention') and pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("essure position in the right tube: descent into uterus/ left tube: correct position") with genital haemorrhage and complication of device removal ("complication of device removal"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pelvic pain, device dislocation and complication of device removal had resolved. The reporter provided no causality assessment for complication of device removal, device breakage, device dislocation and pelvic pain with essure. The reporter commented: the essure position in the left tube was correct, the essure position in the right tube was reported as other: descent into uterus. The reported symptoms was bleeding. The essure confirmation test was not done. Essure removal was done at the patient¿s request. The reporter denied pathology results, signs of infection, inflammation, etc. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Most recent follow-up information incorporated above includes: on 23-jul-2020: perforation questionnaire was received: the essure removal date was changed from (B)(6) 2020. The outcome were changed from unknown to resolved. The previous event ¿the reporter does not know if it migrated in the past¿ was updated to ¿essure position in the right tube: descent into uterus/ left tube: correct position¿, and the event was downgraded to non serious incident. Bleeding was added as a symptom of dislocation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of device breakage ('the reporter does not know if the device was broken during the intervention'), pelvic pain ('pain') and device dislocation ('the reporter does not know if it migrated in the past') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and complication of device removal ("complication of device removal"). The patient was treated with surgery (total hysterectomy). Essure was removed in (B)(6) 2020. At the time of the report, the device breakage, pelvic pain, device dislocation and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal, device breakage, device dislocation and pelvic pain with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.